Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4) - the device was returned and analyzed. The actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the atrial lead was damaged during the explant of another lead. The lead was explanted and replaced. Additionally, the left ventricular lead was capped and replaced due to having no capture at maximum output. It was further reported that the device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.